Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. It was noted that the program-controlled examination showed that frequent ventricular tachycardia and ventricular fibrillation led to the constant discharge treatment of ICD. The device was explanted and replaced. The patient was in recovering condition.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at end of service (eos) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.